Event description:
It was reported that in (B) (6) 2007, the patient had another pump implanted. On (B) (6) 2007, the patient was unable to use his right leg. The patient was hospitalized for 5 weeks; during that hospitalization, he lost use of his left leg as well. The reporter indicated that the hcp stated, there was " a fungus and inflammation at the end of the catheter and that the infection damaged his spinal cord and the paralyzation was irreversible." The pump was removed the first week of (B) (6) 2007. The patient has been in a wheelchair for 2 years. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).